Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the omnipod dash personal diabetes manager battery is swollen and causing a bulge in the battery compartment of the device. Performance of the device was also reported to be slow. If additional information is received, a supplemental report will be submitted.